Event description:
In using the equashield closed system transfer device, we have encountered a number of instances where the connection of the female ll connector swivel (fc-1s) split when connecting to the male luer connection of either tubing or syringes. This has resulted in leakage of hazardous medication. (Chemotherapy). This has occurred during compounding and administration. We have ceased using the product and the MFR is evaluating the device. FDA safety report ID# (B)(4).